Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4 - UDI #: (B)(4). Visual examination of the returned product/provided pictures identified signs of repeated use; nicks, scratches and strike marks on the strike plate. Inspection confirms the poly piece has fractured and all the pieces were returned. Part and lot numbers verified. Product was sent to sem for analysis: the returned device was reviewed with visual examination and optical microscopy using a keyence vhx-1000 digital microscope. The fracture likely initiated at the thread interface with fracture surface artifacts of hackle marks and river lines suggesting bending overload as the failure mode. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the impactor fractured during an initial shoulder arthroplasty. No patient consequences were reported. Attempts have been made and no additional information is available at this time.